Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and device got stuck in deflected position. Procedure was cancelled without patient consequence. This event is being reported because the catheter getting stuck in deflection position could potentially cause vessel damage or cardiac structure damage during withdrawal.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and device got stuck in deflected position. Procedure was cancelled without patient consequence. This event is being reported because the catheter getting stuck in deflection position could potentially cause vessel damage or cardiac structure damage during withdrawal. The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection test and the catheter pass. The device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the catheter getting stuck on deflected position cannot be confirmed.